Event description:
The customer called to report that they were admitted to the hospital for dka. It was indicated that they have been getting high bgs after the set was changed. The customer was not on the pump since five days prior to the call. Troubleshooting was performed. It was indicated that the customer almost always fills the reservoirs with cold insulin.